Event description:
Caller alleged discrepant results compared with the lab. Pt was getting ready for a procedure and was taking lovenox. During surgery, her spleen was nicked and she had internal bleeding. Pt went to the hospital on (B) (6) 2010 because, she was having problems breathing.

Manufacturer narrative:
Investigation pending.